Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an unusual issue. The reporter claimed when a strip was inserted into the meter, it would go to the bolus screen instead of displaying the code number following by the apply sample screen. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter passed testing and no faults were found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.